Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying an error 2 error message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient alleged that on (B)(6) 2011 he was unable to perform a blood glucose test due to receiving an "error 2" error message. Per the one touch ultra meter owner's booklet an error 2 message could be caused either by a used test strip or a problem with the meter. The patient informed the cca that he manages his diabetes using insulin (unknown type and dose) and is a self adjuster. The patient denied making any changes to his normal diabetes regimen in response to the alleged error 2 message. The patient reportedly developed symptoms of "shaking and sweating" after the alleged issue between (B)(6) 2011 and denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the test strips were in good condition and the testing technique was correct. The patient was able to successfully retest over the phone. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.